Manufacturer narrative:
The claimed issue was related to unintended standby mode. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, standby valve, compressor with motor and drainage valve require replacement. Based on provided information, the customer decided not to repair the device due to its age. No parts were available for return. Therefore, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).